Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned. Investigation is not yet complete. A follow-up report will be submitted with all relevant information. The other rx graftmaster device referenced is filed under a separate manufacturer report number.

Event description:
It was reported that the patient presented with a free perforation in the mid left anterior descending (lad) coronary artery. Reportedly, a 3.5x16mm rx graftmaster covered stent was inserted but was not implanted, was withdrawn, and the perforation was, thus, not sealed with this device; reportedly the exact reason for not implanting the stent is not known, but it may have been the wrong size. A 2.8x16mm rx graftmaster covered stent system was advanced and the stent was deployed at 16 atmospheres, but the perforation was not sealed. The patient ultimately went to the operating room (or). No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to advance. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.